Event description:
It was reported that a clearlink, fenwal blood set, had "exploded" during use. The leak occurred where the tubing meets the bottom of the hand pump. This event resulted in three nurses being sprayed with the transfusion of packed cells. The nurses were not harmed and did not need medical attention. There was patient involvement, however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition could not be confirmed and the cause could not be identified.